Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient at emergency room reported sharp pain intermittently under her left breast and heart rate flipping sensations. Additional information received and it confirms that lead was found dislodged three days post implant and it was successfully repositioned after revised procedure. This lead remains in service. No additional adverse patient effects were reported.